Manufacturer narrative:
The service engineer observed that the excessive force required to rotate the table was caused by binding of the rotational lock. The rotational lock was cleaned and readjusted. The table is operational. Replacement of the rotational locking mechanism is being scheduled. Internal CAPA issued.

Event description:
During a routine preventive maintenance call, the service engineer observed that excessive force was required to rotate the operating room table.